Manufacturer narrative:
Eval summary: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Additional info has been requested but not received to date. (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the pt had the lens exchanged. The lens was exchanged because the surgeon the 'wrong power'. Additional info was requested.